Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure the unit's batteries were depleted. The device was not changed out, as the customer used this unit for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.